Event description:
In 2009, I was hit around 50 times and no one could shut it down. Ambulance personal didn't have a device to shut it nor did the hospital. No one could help. Finally, they called my doctor which in turn called another doctor to come to another town to turn it off. Now I don't sleep at night. I'm scared of it going off when I'm asleep. And I have no idea how much damage it did to my heart. I' m a "larygn" in other words I don't talk normally. I lost my voice to cancer in 2000. So it's very hard to talk to people on the phone.